Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis of the pump (s/n (B)(4)) and catheter (s/n (B)(4)) is anticipated but has not yet begun. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (unknown concentration and dose) or gablofen (2000 mcg/ml at 1174.5 mcg/day) via an implantable infusion pump. Note that there was conflicting information regarding the drug in the pump. The indications for use were noted to be intractable spasticity and cerebral palsy. It was reported that the pump was removed on (B)(6) 2018 due to elective replacement indicator (eri) and no cerebrospinal fluid flow from the catheter. The pump and catheter were replaced. It was further noted that the battery was depleted, which contradicts with the allegation that the pump was replaced due to eri. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis also found a user related hole in the catheter. If information is provided in the future, a supplemental report will be issued.